Event description:
Information was received indicating that the cadd legacy plus pump displayed error 1210. There was no patient involved.

Manufacturer narrative:
Other, other text: one cadd legacy plus pump was returned for analysis. The device was powered up and alarmed ec1210 which is a corruption of the memory of the circuit board. It's recommended to replace the circuit board.